Event description:
It was reported that the fixation screw can not be locked and locking screws are guided wrongly.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemetal report.